Event description:
The patient reported wound healing problems. An explant procedure was performed on (B)(6) 2023. The implanting clinician and the clinical representative do not currently have contact with the patient, preventing curonix from obtaining additional information.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not prepping the skin with antiseptic solution was ruled out as a potential cause. Additionally, the patient did not have contraindicating conditions and the device was not implanted after the expiration date. Other potential causes of the reported issue are patient non-compliance (touching or picking at the wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not using antibiotics pre-operatively, not implanting in sterile field, using inappropriate tools, and multiple tunneling attempts. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not prepping the skin with antiseptic solution was ruled out as a potential cause. Additionally, the patient did not have contraindicating conditions and the device was not implanted after the expiration date. Other potential causes of the reported issue are patient non-compliance (touching or picking at the wound), implanting a non-sterile device, not irrigating the site with antibiotic solution before closure, not using antibiotics pre-operatively, not implanting in sterile field, using inappropriate tools, and multiple tunneling attempts. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported wound healing problems. An explant procedure was performed on (B)(6) 2023. The implanting clinician and the clinical representative do not currently have contact with the patient, preventing curonix from obtaining additional information.